Manufacturer narrative:
This report provides an event received from the data from thv/tvt registry under exemption number e2016006 and reports 1 readmission (valve related) and aortic valve reintervention event for the same patient for the sapien 3 transcatheter heart valve in the aortic position. The 'time to event' (tte, in days) for this event was 377.0. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4). Valve related re-admission in the follow-up period is likely due to reoccurrence of symptoms. This may result from regurgitation (central or pvl) or progression of the pre-existing disease process and may result in heart failure. Causes of heart failure can be multi-factorial. Per the instruction for use (IFU), heart failure, valve regurgitation, and valve degeneration including stenosis are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient's risk of suffering from chf include obesity, advanced age, and a history of smoking. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth, or in rare cases a non-functioning leaflet. In this case, specific clinical details are not available to determine potential contributing factors to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Intra-procedural aortic valve re-intervention will typically result from valve malposition or regurgitation (pvl or central, including leaflet restriction). These conditions are known potential risks associated with the use of the thv, delivery system, and/or accessories. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, specific procedural details are not available to determine potential contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thv/tvt registry alternative summary reporting adverse event submission for events received by ew during quarter 3 2021 for aortic serious injury events for the sapien 3 valve, and the event occurred more than 1 year post procedure this report is for readmission (valve related) and aortic valve reintervention serious injury event for the same patient for sapien 3 transcatheter heart valve. The age for this event is 64 years. The gender is as follows: male.

Manufacturer narrative:
Resubmitting corrected MDR to provide exemption number in provided field. No new information to report.